Event description:
Patient was revised to address femoral loosening. The interface and cement manufacturer are unknown. Update rec'd (B)(4) 2014 - patient's medical records received. Records indicate upon revision the patient's patellar component was found to be oxidized. The patella is being added to the complaint.

Manufacturer narrative:
Conclusion and justification status for MDR: the device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient medical records and x-rays were provided. A complaint database search finds no other reported incidents against the provided product and lot combination. The reported "oxidized" patella component could not be confirmed without the device to examine. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.